Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal hip arthroplasty on (B)(6) 2008, receiving. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. Invoice history for the initial surgery revealed that a metal-on-metal hip was not implanted on (B)(6) 2008. An invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
A review of the initial invoice found that two modular heads were listed and it is not known which modular head was implanted during the initial surgery. Therefore, information is being provided for both modular head listed below. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records for both lots show that they released with no recorded anomalies or deviations. The following sections could not be completed due to the part/lot information could be: category number ¿ 11-363664 or 11-363665, lot number ¿ 767320 or 765110, expiration date ¿ jan 30, 2018 or oct 31, 2017, manufacture date ¿ jan 16, 2008 or oct 15, 2007. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The 11-363665 modular head was not removed during the revision procedure.

Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal hip arthroplasty on (B)(6) 2008, receiving. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels. A review of invoice history confirmed the initial surgery date. Invoice history for the initial surgery revealed that a metal-on-metal hip was not implanted on (B)(6) 2008. An invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2008 due to a femoral fracture. Operative report noted a fracture of the anterior aspect of the greater trochanter. Fracture was repaired with screws, 4 cables, and a 9-hole fracture plate. All components remain implanted.